Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected of undersensing. Follow up concluded the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.